Event description:
It was reported that the patient presented after receiving several inappropriate therapies. It was determined that the right ventricular (rv) lead exhibited high impedance and short interval counts (sic) resulting from a possible fracture. The rv lead was capped and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).